Event description:
It was reported that a user experienced difficulty with breakfast meal announcements on an ilet system, stating they announced meals 30 minutes prior to eating and selected a larger-than-usual meal size because the usual selection did not deliver sufficient insulin, after which the call was transferred to a clinical partner for guidance on whether a factory reset should be recommended. Symptoms included hyper glycemia peaking at 220 mg/dl. Outcomes included perceived inadequate insulin delivery for breakfast with concern for postprandial hyperglycemia and user inconvenience requiring clinical support. Investigation included consultation with a clinical partner organization. Investigation of this case revealed that further clinical assessment was needed to determine whether device settings or user workflow contributed to the reported issue. It was concluded that clinical follow-up was warranted to assess the appropriateness of a factory reset and to optimize meal announcement usage.